Event description:
Pt reported the infusion device display is partial, and she is unable to read and could misinterpret the data due to this. She also reported the up/down buttons do not function correctly. The infusion device was replaced and requested for eval. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.